Event description:
Manufacturer narrative: siemens was made aware of an adverse event via email from a customer in (B)(6). A patient presented for a nuclear medicine scan and was positioned by the operator of the device. The patient was positioned with an unauthorized accessory (customer statement: "the pillar is an improvised arm rest. It is a wooden furniture inside the office"). The customer positioned the arm on this wooden pillar and then with the hand control initiated motion of the detectors. The detector made contact with the patient's arm. The operator rotated the gantry with the hand control and onto the patient's arm. The motion was stopped using the (e-stop) emergency stop. There is no evidence of camera malfunction. The operator couldn't move the camera with the hand control because the operator was trying to retract detectors that were already at their outer travel limit; and later because they didn't release the emergency stop. Product labeling was reviewed and the following instructions are provided to the operator: mechanical safety: "it is the operator's duty to ensure whenever moving the equipment and/or it's components, that such movements are performed only when it is assured that no risk of injury to any individuals can occur as a result of such movement." Caution: " do not leave the patient unattended at any time while he/she is positioned on the patient handling system (phs). When moving any components of the system, all areas should be checked to ensure that there are no obstacles in the path of motion." Initial review of customer statements, pictures provided and review of system labeling indicate that there was no product defect or failure found. This event was the result of user error. The injury involved the patient being scanned. There was no injury to the operator. Customer narrative: I was asked to attend to the patient while mr. (B)(6) was out for lunch. I asked mr. (B)(6) what is the next step for the patient since the scanning proper is already done. Mr. (B)(6) instructed me to take the patient out of the gantry and do the next procedure. I asked the patient to put his both arms on his abdominal area so I can rotate the gamma camera detector and put the bed down. I was confident to rotate the detector because I saw that the patient's arm was on the right position. To our surprise, we heard a scream from the patient shouting that his arm was stuck in the machine. We tried to rotate the detector to move it out of his arm but the machine didn't respond. We asked the help of our resident, dr. (B)(6), and our consultant, dr. (B)(6), to attend to the patient. They called the duty anesthesiologist, ER staff, and the general services to help remove the patient under the gamma camera. The patient experienced avulsed wound on his right forearm and incomplete fracture on his right radius. Wound suturing and casting of right forearm were done.